Manufacturer narrative:
Exact date unknown, event occurred a few weeks after the implant date.

Event description:
It was reported that the patient developed an infection at the ipg site. Drainage from the ipg incision site was noted. The physician believed that the infection was not procedure related and the cause was unknown. The patient was placed on antibiotics. The patient was hospitalized and the ipg pocket was washed out.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9208150 . Model: sc-9208-15. Serial: (B)(6). Batch: 7071553.

Event description:
It was reported that the patient developed an infection at the ipg site. Drainage from the ipg incision site was noted. The physician believed that the infection was not procedure related and the cause was unknown. The patient was placed on antibiotics. The patient was hospitalized and the ipg pocket was washed out. Additional information was received that all components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.